Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 27-year-old female developed chest pain while at a party. Emergency medical services were contacted, and an electrocardiogram performed in the field showed st-segment elevation. A repeat electrocardiogram in the emergency department confirmed these findings. The patient experienced cardiac arrest upon arrival. She was transferred to the cardiac catheterization laboratory for an emergent procedure with a plan to insert an impella device and perform a left heart catheterization. Although the femoral arteries appeared small, the patient was receiving norepinephrine, and the team chose to proceed with the left heart catheterization without support. The patient experienced another cardiac arrest, was intubated, and the impella device was placed. Following insertion, she continued to have recurrent ventricular fibrillation and underwent approximately two and one-half hours of resuscitation, including defibrillation attempts and administration of magnesium, potassium, and sodium bicarbonate. She was then taken to the intensive care unit, where she again experienced cardiac arrest. After approximately thirty minutes of additional resuscitation without return of spontaneous circulation, the patient was pronounced deceased. Her death was most likely related to her critical underlying medical condition and not related to the impella.